Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon hyperinflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11 the returned orbera intragastric balloon system was analyzed. The device was returned deflated, and the balloon was observed to be blue in color, most likely due to the use of methylene blue. A media analysis was performed. The images provided by the customer show the balloon in an inflated state, with a visible line indicating the presence of air within the balloon. With all available information, boston scientific corporation concludes that the as reported balloon spontaneous inflation, pain, abdominal and vomiting are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device." For the event endoscopic procedure, the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device." A labeling review was performed and found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was observed during media analysis; the balloon was blue in color. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date. During the ongoing use of the balloon device, the patient reported discomfort, pain, and vomiting. An endoscopy procedure was performed on (B)(6) 2025; where it was found the balloon was hyperinflated. The balloon was successfully removed and replaced with a new orbera ballon. There was no patient complications reported as a result of this event. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date. During the ongoing use of the balloon device, the patient reported discomfort, pain, and vomiting. An endoscopy procedure was performed on (B)(6) 2025; where it was found the balloon was hyperinflated. The balloon was successfully removed and replaced with a new orbera ballon. There was no patient complications reported as a result of this event. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon hyperinflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.